Event description:
As reported, an indwelling PICC was removed and replaced because of a cracked hub. No pt injury or complications were reported the used device was returned to navilyst medical.

Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated for item (B)(4) to determine the last three lots shipped to the reporting hosp in the past 6 months. The device history records of the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The navilyst medical (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. The used sample was returned with an injection cap (not furnished by navilyst medical) attached to each hub. It was confirmed to have a crack on the white valve housing just adjacent to the molded parting line. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely the needleless connector). (B)(4).